Event description:
A racer biliary stent was implanted into a renal artery. The lesion morphology was not reported. It was reported that the lesion was pre-dilated with a 3.0 x 20 balloon after which a racer stent delivery sys was advanced and the balloon was dilated to 12-14 atm. The balloon burst at 40 seconds of inflation, when the physician was trying to hold the pressure to 1 minute. The physician tried to pull the stent out and realized that the balloon/catheter was separated into 2 pieces. Upon removal of the delivery sys, the physician realized that a piece of the balloon was not attached and travelled down the femoral artery. The physician advanced a filter basked down the femoral artery, past the piece of balloon and was able to capture and remove it from the body. No add'l sequelae were reported and the pt is reported to be fine. The delivery catheter was returned and its eval is pending.

Manufacturer narrative:
.